Event description:
Customer reported poor image quality in cardio mode. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint number.